Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer, with guidance from technical support, performed a pump reset, and the issue was resolved as the error code did not reappear. The customer successfully started a new sensor session.